Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to unclear impedances. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed november 4th, 2015.